Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result of physical stress applied to the insertion tube during user handling/mishandling, damaging the charged-coupled device unit. The event can be detected by following the instructions for use section below: -inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer: - the event was noticed before the the patient entered the room for a diagnostic bronchoscopy procedure. - the procedure was completed without delay using another bf-1th190 evis exera iii bronchovideoscope.

Manufacturer narrative:
The customer returned the device to olympus for evaluation and the customers allegation of "no image" was confirmed. Additionally, the following events were identified during inspection and are as follows: the bending section cover glue was peeled, the bending section had a deep dent affecting the internal elements, and the charged coupled device shrink tube had scratches, and the insertion tube had dents and the ring guage failed. The investigation is ongoing and a follow up is in progress to obtain additional information from the customer. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope did not display a video image. It is unknown when the event occurred. There is no report of patient or user harm associated with the event.